Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811015550, 510k# k122433, and (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: kyphosis due to compression fracture procedure used: posterior fusion at t11-l2 / kyphosis correction procedure with trauma levels: t11-l2 it was reported that x-rays and cts taken after insertion of the screw during surgery, revealed that the l2 right screw was found to be inserted in the vertebral body not via the pedicle from lateral side. The observation was made after inserting the rod and closing the incision. The screw was reinserted. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.